Event description:
The following information was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal unknown and extraneal viaflex therapies. On (B)(6) 2011, the patient experienced peritonitis manifested by abdominal pain. It was not reported if remedial treatment was rendered or if the event of peritonitis resolved. At the time of this report, dianeal unknown therapy was ongoing. Action taken with extraneal viaflex therapy was not reported. A causality statement was not provided for the event of peritonitis and the relationship to dianeal unknown and extraneal viaflex therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.